Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted

Event description:
A distributor reported to baxter (B)(4), a light sensitive drug set in which the overpouch was damaged. The condition was identified before product use. This is report 62 of 81 of the same reported problem from this facility. No additional information is available.